Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the low voltage fault was valid. The power consumption was increasing in a gradual fashion which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the low voltage fault was valid. The power consumption was increasing in a gradual fashion which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this ICD was explanted due to advisory or recall, replaced with different model, and was returned for analysis. No additional adverse patient effects were reported.